Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A sample was received to perform an investigation. A visual inspection of the returned device found it to be in poor physical condition due to fluid ingress. Functional testing was performed by filling the reservoir tank with water, installing the temperature check, installing a gas vent filter onto air detector, which attached to filter holder interlock switch. The device was powered on and the air detector disposable alarmed. Visual inspection found that the air detector tube sensor key was stuck due to fluid ingression, which caused disposable alarm. Additional issues identified were a cracked return tube and temperature fluctuation. The tube sensor key, gasket, door assembly, sensor board, mount block assembly, float switch, return tube, main printed circuit board (pcb), top and bottom thermistor were replaced. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Initial reporter is unknown.

Event description:
It was reported that there was air in the inline assembly during setup for patient. Customer believes it needs repair. The device keeps alarming check disposables. A backup unit was used on the patient instead. No patient injury was reported.